Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the bag broke and fell into the cavity during use. The bag was removed from the patient cavity with no consequence to the patient.